Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient in (B)(6) who received unknown baclofen at an unknown concentration and dose via an implantable for an unspecified indication. It was reported that the physician was increasing the drug in the pump but the patient was still ¿spastic¿ and it was later discovered at the pre-op appointment that the catheter was broken and the drug was not getting delivered. This occurred ¿last summer¿ in 2016. In the summer of 2016, the physician could not remove the catheter when the pump was replaced so the physician left it implant. The issue had been resolved and the patient received a new catheter and pump. No further complications were reported/anticipated.